Manufacturer narrative:
(B)(4). On behalf of the importer (B)(4), arjohuntleigh received a complaint where it was indicated that the pt was transferred from the bed to the chair and during positioning of the pt over the chair one of yellow shoulder straps (loop) suddenly detached from the sling. As a result the pt fell down into the chair. The pt received no injuries as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be slightly increasing yet still low and stable. It has been established that the sling and the sling lift (maxi sky 2) were being used for pt handling at the time of the event. The sling and the lift which work as a system were found to have not been to specification when the event took place. The lift device was inspected and no malfunctions were indicated that could have caused or contributed to the event. The lift condition was indicated to be "very good". An on-site inspection found the sling which "showing general signs of wear, the sling on inspection was dirty." This is not likely to impact the performance of the sling when used according to the IFU, but it is another indication that the sling was worn, and should be also withdrawn and replaced. The sling was found with "damage the stitching on one of the shoulder straps, the stitching has detached on one side resulting in the incident." After reviewing the complaint, it comes forward that the loop breakage occurs in general ways: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where the loop/sling becoming caught in an obstruction. This appears to be an indication of the loop being broken due to the application of outside force that causes the break. After this review, we can state the event outcome of the breaking off the loop is not likely to happen when following the device labeling or the instructions for use (IFU). The sling is not likely to fail during the intended, correct use as describe in the IFU, but that a failure can occur during a use error. We find it likely that the loop broke due to the combination of a worn sling and the loop suffering stress that is not likely to be encountered during on-label use. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).